Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low impedances. The impedance was normal when the lead helix was retracted. The physician suspected an electrode problem. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.